Event description:
It was reported that the pump touch screen was cracked and unresponsive. Customer experienced diabetic ketoacidosis and blood glucose (bg) level over 600 mg/dl. Customer¿s bg was treated with intravenous insulin. Reportedly the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.